Manufacturer narrative:
Results: the proximal end of the px slim proximal shaft polymer was deformed inside the hub. The px slim proximal shaft polymer was necked just proximal to the hypotube inside the hub. Conclusions: evaluation of the returned devices revealed that the distal tip of the non-penumbra diagnostic catheter was deformed. The px slim advancing through the deformed tip of the non-penumbra catheter may have resulted in elastic deformation of the px slim catheter lumen, which may have caused the pc400 to become stuck. Further attempts to advance the embolization coil against this resistance may have resulted in the pusher assembly kinks and the offset embolization coil windings. Further evaluation revealed that the introducer sheath was compressed and the ddt was sheared off. The introducer sheath likely became compressed due to forceful handling during insertion of the pc400. Attempting to forcefully retract the pc400 through the damaged introducer sheath likely caused the ddt to become sheared. Shearing of the ddt would allow the embolization coil to detach. Further evaluation revealed polymer necking visible through the hub of the px slim. The root cause of the polymer necking within the hub could not be determined. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01804.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using penumbra coil 400''s (pc400's) and a px slim delivery microcatheter (px slim). During the procedure, the physician advanced other manufacturers'' guiding sheath, diagnostic catheter and the px slim towards the target portion of the right iia and then placed three non-penumbra coils. Next, while attempting to advance a pc400 through the px slim, the physician encountered resistance as the tip of the coil passed between the first and second radiopaque markers on the px slim. Therefore, the px slim containing the pc400 was removed from the patient's body. Upon removal of the devices, the physician noticed a slight kink, six centimeters from the tip of the px slim. In addition, the pc400 pusher assembly was found to be kinked. Thereafter, the procedure was completed using another manufacturer's microcatheter and non-penumbra coils. It should be noted that the physician did not use a rotating hemostasis valve (rhv) but did flush the px slim before and after each coil used. There was no report of an adverse effect to the patient.